Event description:
It was reported that this right atrial (ra) lead showed noise over sensing. The field representative was able to reproduce the noise with arm movement. The impedance had been very stable but suddenly increase to high, out of range values and stayed at those values. A lead fracture was suspected. The lead is not used as the device is programmed to sense and pace with the ventricular lead was the patient is in atrial fibrillation. There was no impact to the patient. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.